Manufacturer narrative:
The reporter of the event was asked to provide patient information and return the product for analysis. To date, apollo has not received the device nor any further information about the patient. Device labeling addresses the reported event as follows: precautions: use caution when suturing near or around foreign objects. Note: ensure endcap is not dropped or otherwise damaged. Caution: if resistance is encountered when advancing the anchor exchange through the working channel of the endoscope, reduce the endoscope angulation until the device passes smoothly. Anchor exchange will not install anchor onto the needle body: I. Ensure there is sufficient suture slack and the suture outside endoscope is not entangled. Ii. Ensure anchor exchange is properly positioned in alignment tube of needle driver. Iii. If anchor and suture are through tissue, either drop anchor and deploy cinch per section 9 of instructions for use or drop anchor and use a suitable accessory to cut and remove the suture. IV. If anchor and suture are not through tissue, close handle of needle driver. Remove endoscope. Replace anchor and/or anchor exchange. Assembly: -fully depress anchor release button to release anchor. -with anchor release button still fully depressed, slightly retract anchor exchange. Caution: do not press the anchor release button, as this may cause inadvertent drop of the anchor warning: if sufficient slack has not been created prior to driving the anchor through tissue, retraction of the anchor exchange may be difficult and the anchor may not release correctly from the needle body. Only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures.

Event description:
Reported as: during a procedure "the anchor was not pulling off the needle body and the blue button was not releasing the anchor. They were forced to pull the needle body through tissue in order to pull the device out. The procedure had to be abort." Apollo has been unable to obtain information about the patient from the physician.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 06/05/2018. Device summary evaluation: a visual examination was performed on the returned needle driver, anchor exchange, and blue suturing material in unsealed inner packaging. The anchor exchange catheter was looped tightly, with a diameter of approximately 5 inches. The anchor exchange catheter was noted to be separated at the distal end, and the anchor exchange receptacle was missing from the catheter. The anchor release button was noted to be out of the release body, and the spring was exposed. Red particulate matter was noted on the inner surface of the release body. The separated portion of the anchor exchange catheter, the anchor receptacle, and the blue suturing material were located within the needle driver alignment tube. The endcap was noted to be at an angle from the endcap catheter. When the closing lever was actuated, the needle body did not release from the alignment tube. The needle body was observed to be at an angle, as it was unable to rest in a center position within the alignment tube where the anchor receptacle and blue suturing material were present. Red particulate matter was noted on the endcap, alignment tube, catheter, needle guard, needle body, needle holder, bellcrank, and anchor receptacle. The scope attachment bracket was noted to be missing. Brown and red particles were noted on the handle and closing lever. Under microscopic analysis, the needle body was noted to be unable to rest in a center position within the alignment tube. Brown particulate matter was noted on the needle body, endcap, alignment tube, anchor exchange receptacle, and anchor exchange catheter. The separated portion of the anchor exchange catheter, receptacle, suturing material and alignment tube were wiped with 70% ipa to remove the brown particulate matter for further visual inspection. When the brown particulate matter was removed from the alignment tube, a suture anchor was observed to be present in the alignment tube with the catheter, receptacle and needle body. The anchor exchange catheter, receptacle, needle body, anchor, and suturing material could not be removed from the alignment tube. Both ends of the separated anchor exchange catheter were noted to have sharp and striated edges. An alignment integrity test was performed, and as the needle body, separated portion of the anchor exchange catheter, receptacle, anchor, and suturing material could not be removed from the alignment tube, performing the alignment integrity test was not feasible. A single stitch enabling sequence was performed, and as the anchor exchange catheter was separated, and the needle body, separated portion of the anchor exchange catheter, receptacle, anchor, and suturing material could not be released from the alignment tubing, performing the single stitch enabling was not feasible. A basic functionality testing was not feasible, as the anchor exchange catheter was separated near the receptacle. An extended functionality testing was not feasible, as the anchor exchange catheter was separated near the receptacle. When the anchor exchange was straightened, the button travel distance was noted to be outside of the handle body, an approximate travel distance of 1.4 inches. Brown particulate matter was observed on the endcap. The endcap was noted to be at an angle from the endcap catheter.